Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the coronary artery. A 2.50x38mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. When the device was positioned for deployment, it was noticed that the stent appeared to come off slightly from the balloon. The device was removed from the patient and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged across its length with struts distorted, lifted and stretched distally over the bumper tip. The stent moved distally on the balloon exposing the balloon wall on the proximal side for approximately 5mm. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed part of the balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the coronary artery. A 2.50x38mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. When the device was positioned for deployment, it was noticed that the stent appeared to come off slightly from the balloon. The device was removed from the patient and the procedure was completed. No patient complications were reported and the patient's status was fine.